Manufacturer narrative:
The complainant was unable to provide the upn and lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary fully covered stent had been implanted in the bile duct during a stent placement procedure performed on an unknown date. According to the complainant, the wallflex biliary fully covered stent was noted to have migrated and was attempted to be removed during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2018. There was an image quality issue with the scope used during the procedure and the stent removal procedure could not be completed. A second cholangioscopy had been scheduled for (B)(6) 2018. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. Event or problem has been updated with additional information received on may 13, 2018. The complainant indicated that the suspect device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary fully covered stent had been implanted in the bile duct during a stent placement procedure performed on an unknown date. According to the complainant, the wallflex biliary fully covered stent was noted to have migrated and was attempted to be removed during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2018. There was an image quality issue with the scope used during the procedure and the stent removal procedure could not be completed. A second cholangioscopy had been scheduled for (B)(6) 2018. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on may 13, 2018. The wallflex biliary fully covered stent was implanted sometime in (B)(6) 2017, to treat a biliary leak. Reportedly, the stent had been placed for more than 6 weeks and, due to the benign pathology, had to be explanted from the patient. The indication for the stent was not resolved at the time of the stent removal. During the planned removal, the stent was noted to have migrated into the bile duct. Due to the direction of the migration, the stent could not be removed; however, the physician was not comfortable leaving the stent in place. Boston scientific has been unable to obtain additional information regarding this event to date. Should additional relevant details become available a supplemental report will be submitted. According to the complainant, the wallflex biliary rx fully covered stent system was placed to treat a biliary leak. However, per the wallflex¿ biliary rx fully covered stent system directions for use, the stent is intended for palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for the treatment of benign biliary strictures.